Event description:
Pre-operative diagnosis: vcf. It was reported that during surgery, under fluoroscopic monitoring, bilateral transpedicular kyphoplasty needles were placed at t11. A bone biopsy was performed at t11. Bilateral kyphoplasty balloons were placed. The left balloon was inflated with 3.5 cc of contrast with a pressure of 125 psi. The right balloon inflated with 3 cc of contrast psi of 153. The right balloon was then deflated and removed the cement was injected. The left balloon had the pressure gradually decreased down to 85 psi and then punctured after injection of 1 cc of cement on the right side. A total of 5 cc of cement was injected at t11 with a good bilateral distribution of cement. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.